Event description:
A customer contacted beckman coulter inc (bci) stating that a leak was coming from the unicel dxi 800 access immunoassay system. Customer is not questioning assays or patient results. Proper personal equipment (ppe) was worn by the operator. There were no reports of injuries to users/lab visitors or operator exposure.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the wash buffer cap was put on incorrectly when the customer switched buffer containers. The fse put the cap on correctly and verified system performance to published specifications. User error is the root cause for this event.